Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Platinum diversity clinical study it was reported that stent thrombosis occurred. The patient was admitted to the hospital for acute respiratory failure. The patient was intubated and transferred to the intensive care unit (ICU). On the same day, the patient was diagnosed with a non- st segment elevation myocardial infarction (nstemi) and the location of the mi was anterior (septal). On an unreported date, the patient had a cardiac arrest. Post arrest, pressors for hypotension were required. Two days post-hospitalization, the patient was extubated. The following day, the patient was transferred to another hospital's ICU for cardiac evaluation. A day after the transfer to another hospital, a left heart catheterization and coronary angiography was performed. The rca lesions were treated with insertion of 3 promus premier stents sized 3.5 x 12mm, 3.5 x 8mm, and 2.5 x 14mm. For each lesion, the residual stenosis was 0%. Timi flow was 3 for both pre and post procedure. However, there was transient thrombus in the mid-rca stent with an activated clotting time (act) of only 160 at the time. The event was resolved after administration of integrilin and nipride and balloon inflation, and with insertion of a stent in the distal lesion. No further complications were reported. In (B)(6) 2015, the event was assessed as resolved and the patient was discharged on aspirin and plavix.